Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to report "sensor wire came out" on (B)(6) 2015. The patient care specialist did not report any injury or medical intervention.